Manufacturer narrative:
The complaint device was not returned for evaluation. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4).

Event description:
Same case as MDR ID# 2134265-2016-01778 and 2134265-2016-01779. It was reported that automatic pullback failure occurred. The motor drive unit (mdu) was used in conjunction with an, atlantis sr pro imaging catheter and a sled to perform automatic pullback. During a procedure, it was noted that the machine is not doing pullback, nor generating image. The procedure was aborted. No patient complications were reported and the patient's status was stable.